Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a breast augmentation procedure, while using a pencil in the breast pocket when they saw an arc. The patient received a burn on the incision line. The burnt tissue was excised and the area included in the closing. A staff member checked to see if the electrode was fully inserted and reported it was.